Event description:
Boston scientific crm received info that this ra pacing lead had dislodged one day post implant. Tissue was noted in the helix mechanism. The lead was explanted and successfully replaced. To date, there have been no reported pt symptoms associated with this clinical observation.